Event description:
The following event has been reported to hamilton medical ag. According to the user, the device triggered the ambient mode alarm during startup. Error not reproducible and no tf in the event log. User is unsure and would like to have the log files checked. No patient connected during the event. Issue could not be reproduce. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.